Event description:
Additional information received reported the patient had imaging done on (B)(6) 2016.

Event description:
Additional information received reported the outcome was unresolved at the time of study exit/death/study closure. It was not clear which one was meant and additional follow-up is being conducted to obtain additional information.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the consumer drowned and died.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported lead migration/dislodgement. The event was procedure related and it was unknown if it was related to programming/stimulation. Imaging was done on (B)(6) 2016 which had been abnormal, left lead migration. On (B)(6) 2016 an examination was done, the device was reprogrammed and there was discontinuation of modopar lp 125 the evening and increased dose of rivotril.

Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimu lator. Product ID: 3389-40, lot# 0209659148, implanted: (B)(6) 2015, product type: lead. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3389-40, lot# 0209659148, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A healthcare professional of a clinical study reported that on (B)(6) 2015 during normal use the patient experienced violent dyskinesia emerging and there was a suspected lead migration. Examination was done on (B)(6) 2015. There was an unscheduled clinic/office visit and no surgical intervention done or planned. Device diagnosis wasother and the event is only unknown related to the procedure. The outcome was ongoing. The patient's medical history included cancer, non-hodgkin lymphoma; chemotherapy or radiation treatment was received.